Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated the product is given her the same concern. A new truemetrix mete, a vial of 50 test strips, and 2 level control solutions have been sent to the customer.

Event description:
Consumer reported complaint for dead meter. Daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Customer's daughter stated her mother went to the hospital (B)(6) 2019 due to her sugar being high. Daughter stated her mother was using the meter at the time and did not provide further information. The product storage location is undisclosed. During the call, a back to back blood test was not performed by the customer. Walked customer through the troubleshooting and the meter turned on with the dot button and turned on with the test strip. The test strip lot manufacturer¿s expiration date is 09/17/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.